Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report that a patient treated to the upper and lower abdomen, posterior and interior flanks with coolsculpting using the cooladvantage core applicator presented with paradoxical hyperplasia.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the chest, flanks, upper and low abdomen on (B)(6) 2021 using the cooladvantage applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. Coolsculpting treatment to the chest represents off-label use in the united states. A supplemental report will be submitted if and when additional information is obtained.